Event description:
It was reported that during a stenting treatment procedure, the stent recoiled. The physician deployed the express biliary ld stent in the target ostial lesion of the innomiate artery. When the balloon was deflated, the stent recoiled from 10 mm to 6 mm. The physician considered placing a second stent. The stenosis was somewhat decreased after the inflations. The physician plans to monitor the pt for possible additional intervention. The pt status is reported to be "fine."